Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a bs and ic ECG signals loss occurred. It was initially reported by the customer that all leads displayed on the body surface ECG are flat. The usage count of the body signal (bs) cable on the machine has exceeded 100 times. Additional information was received indicating the bs cable was replaced. Signal loss was on all bs as no catheter was inside the body. The physician did not have any other system available to monitor the patient¿s heart rhythm. Device evaluation details: technical services (ts) confirmed that the issue was resolved by replacing the faulty backplane card with another one that was delivered to the customer. According to carto 3 system instructions for use: "the expected lifetime of the body surface (bs) ECG cable is 100 clinical procedures. You must replace the bs ECG cable within the required number of procedures to ensure using the carto® 3 system effectively. Use of a bs ECG cable beyond its expected lifetime might compromise ECG signal quality." Bs ECG cable". The system is ready for use. An internal corrective action has been open to further investigate the bs ECG cable complaints. The history of customer complaints reported during the last year associated with carto 3 system #(B)(6) was reviewed and no similar complaints were found. A manufacturing record evaluation was performed for the carto 3 system #(b6), and no internal action related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 8-mar-2023, the e1. Initial reporter facility name/details were provided as "affiliated (B)(6) hospital ", as such, the appropriate fields in section e have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto® 3 system and a bs and ic ECG signals loss occurred. It was initially reported by the customer that all leads displayed on the body surface ECG are flat. The usage count of the body signal (bs) cable on the machine has exceeded 100 times. On 9-feb-2023, additional information was received indicating the bs cable was replaced. Signal loss was on all bs as no catheter was inside the body. The physician did not have any other system available to monitor the patient¿s heart rhythm. This event was originally considered non-reportable, however, bwi became aware of additional information on 9-feb-2023 and reassessed the event as MDR reportable for the malfunction.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: the initial reporter facility name/details are unavailable. Follow up is in progress. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).